Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. Since the user was not responsive the complaint could not be confirmed.

Event description:
On 09 december 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.